Event description:
It was reported that when the surgeon attempted to wind the electrode around the vagus nerve during initial implant surgery, they noticed that the silicon part of the lead had been damaged. It was also reported that a part of silicone tube looked frayed. Therefore the lead was not implanted, and instead a new lead was implanted. A review of device history records for the lead shows that no unresolved non-conformances were found. The lead was sent back for product analysis and analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
According to the surgeon, the surgical instrumentation material is made up of titanium or stainless steel. Product analysis of the lead was updated to provide additional clarification regarding the mechanical damage to the tubing/coil and the attached metal shaving. Scanning electron microscopy images of the positive coil at the shows mechanical damage (scratches) and the metal shaving at the tubing opening location. The metal shaving is securely attached to the damage coil. Also, a secondary stress fissure was noted in one strand of the trifilar coil at the kink location. The bilumen silicone tubing has what appears to be a puncture/cut opening. The puncture reached the positive coil tubing cavity kinking/nicking the positive coil wires. A review of the manufacturing tooling used in production of the lead was also reviewed and indicated that a majority of the metal equipment used to manufacture the leads is made of stainless steel (e.g. Tweezers, scissors, scalpels, trays). Review identified that the fixtures used to cure the small and large o-rings contain stainless steel and aluminum; however, the fixtures do not come into contact with the coil at the location where the aluminum shaving was found during manufacturing and thus are very unlikely to have deposited the aluminum shaving onto the lead. No other relevant information has been received to date.

Event description:
Product analysis was performed on the returned lead. A punctured opening was identified in the bilumen silicone tubing at approximately 31.5cm from boot. The puncture reached the positive coil tubing cavity kinking/nicking the positive coil wires. Also, what appears to be a metal shaving was noted at the kink location, which was noted to be securely attached to the coil strand. Scanning electron microscopy images of the lead tubing show the appearance of a puncture in the same area as the location of the metal particle on the coil. Scanning electron microscopy images of the positive coil show mechanical damage (scratches) and the metal shaving at the tubing opening location. An energy dispersive spectrometry analysis was performed on the metal shaving noted on the coil wires. The analysis identified al as the main composition of the metal shaving. The exact reason for the tubing puncture opening and the presence of the metal piece is unknown. Other than the above mentioned observations and conditions that exist after manipulation of the lead at surgery, no other anomalies were identified in the returned lead. No further relevant information has been received to date.